Event description:
It was reported to boston scientific corp in 2009 that a speedband superview super 7 multiple band ligator device was used to treat esophageal varices four days ago. According to the complainant, the band was not deployed during the procedure. The procedure was completed using a different device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation on (B)(6), 2009 that a speedband superview super 7 multiple band ligator device was used to treat esophageal varices on (B)(6), 2009 ((B)(6) male patient, weight is unknown). According to the complainant, the band was not deployed during the procedure. The procedure was completed using a different device (manufacturer mtw). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Since the initial medwatch report was filed, the device has been evaluated.

Manufacturer narrative:
The lot number of the suspected device was not provided by the customer; the device manufacture and expiration dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the trip wire was not properly cinched into the handle slot and not properly wound around the drum. The deployment thread was intact with 5 knots appropriately attached and six bands remain partially deployed on the ligator head. The teeth of the ligator showed damage. Functional check found the handle knob was able to turn and an audible noise was heard at each complete turn of the knob. The root cause has been determined to be user error due to the trip wire not being properly cinched into the handle slot and not properly wound around the drum. (B)(4).